Event description:
The customer reported a cycle power error 1 screen message.

Manufacturer narrative:
(B)(4): the customer reported a cycle power error 1 screen message. A philips investigator spoke with the customer who reported that replacing the power pca resolved the failure. The unit remains in use at the customer site. As of 10/12/10, there have been no further issues with this unit.